Manufacturer narrative:
A photo was provided for evaluation. Visual examination of the photo shows what appears to be the red plastic splicing tape use to join rolls of the sponge component of the frepp applicator. As a result, bd was able to verify the reported issue. Production batch history records for applicator pn 930599nsb lot number 0178330 were reviewed and no non-conformities, failure, deviations, or rework activities occurred during the manufacturing of this lot like the reported issue or that would have contributed to the reported issue. Records reviewed indicate that the lot passed all the in-process inspections. This was the first time this issue has been submitted for the specific product code and lot which confirms this is a rare/isolated incident. An awareness training was provided to production personnel and the supplier was notified of the event. The foam supplier will be working with bd to develop a more efficient method to reliably detect and remove parts/materials with red splicing tape on either side of the foam. This will also avoid/minimize the use of red splicing tape material in the future. This failure mode will continue to tracked and trended.

Event description:
It was reported that red tape was found on the sponge prior to use. Per email: hello bd, we hope you and the team are safe and well. Thank you for being an mai supplier. Please see attached pdf with photos for notification (B)(4) concerning 6 each bd 9305599nsb chloraprep applicator frepp 1.5ml from lot 0178330 with red tape on the product.

Manufacturer narrative:
A photo was provided for evaluation. Visual examination of the photo shows red tape on the sponge component of the frepp applicator. As a result, bd was able to verify the reported issue. A piece of red plastic was located on the novonette side (handle side of the applicator). According to manufacturing procedure, when splicing/taping a new roll of foam onto the end of an in-process roll, ensure that the cut on each end to be joined is square and aligned properly. Also, ensure to always add the tape to the foam¿s top side and not the bottom novonette side. The tape placed to join foam rolls is colored red. By analyzing the photo, it was confirmed that red tape was present on the applicator on the novonette side. Frepp assembly machines are capable of detecting red tape when it's located on the foam side not on the novonette side. The instructions during assembly indicate operators to locate the red tape on the novonette side. Red tape is also being used by the raw material supplier to join the foam rolls which may have also contributed to the failure. Production batch history records for applicator pn 930599nsb lot number 0178330 were reviewed and no non-conformities, failures, deviations, or rework activities occurred during the manufacturing of this lot similar to the reported issue or that could have contributed to the reported issue. Records reviewed indicate that the lot passed all the in-process inspections. An awareness training was provided to production personnel and supplier was notified of the event. This failure mode will continue to be tracked and trended. H3 other text : see narrative below.

Event description:
It was reported that red tape was found on the sponge prior to use. Per email: hello bd, we hope you and the team are safe and well. Thank you for being an (B)(4)supplier. Please see attached pdf with photos for notification 200034043 concerning 6 each bd 9305599nsb chloraprep applicator frepp 1.5ml from lot 0178330 with red tape on the product.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Material no.: 930599nsb, batch no.: 0178330. It was reported that red tape was found on the sponge prior to use. Per email: hello bd, we hope you and the team are safe and well. Thank you for being an mai supplier. Please see pdf with photos for notification (B)(4) concerning 6 each bd 9305599nsb chloraprep applicator frepp 1.5ml from lot 0178330 with red tape on the product. Lot # 0178330 was delivered 10/26/20 on po (B)(4) line 50, the 6 each originated from different vendor cases of the same lot. So far we have not found any more red tape and are continuing to consume the remainder of lot 0178330. The samples have been retained and can be sent per your request. Please let me know if you would like the samples returned to your attention. I would be glad to address any questions as best I can.